Event description:
Customer reports to have experienced keypad anomaly. Customer reports that numbers kept scrolling on their own and customer was not able to navigate. Customer's blood glucose was 93 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.